Event description:
The pt's family member contacted lifescan and reported that their family member's one touch ultra meter was in the wrong units of measurement (mmol/l instead of mg/dl). Medical affairs specialist called and spoke with the pt's family member who provided additional info. The pt's family member reported that their family member has had this meter for a while and they "do not mess with it since they can't see real good". Therefore, the pt had not gone into the settings and accidentally change the unit of measurement to mmol/l. The reporter stated the meter was working fine and was in the correct unit of measurement (mg/dl) previously. They do not know when and how the unit of measure was changed. The pt tests on the meter twice a day and takes a set amount of insulin (type and dosage not provided) in the morning and evening. There is a possiblity that the pt was misinterpreting the results since they thought that the results on their meter were "normal". Last week, the pt had tested in the morning with a "normal results" (result not known to reported). They had taken their set amount of insulin after that. An hour later, they started to feel "sick". They tested on their meter later in the afternoon since they were still not feeling well and received a "normal result again". Their family member took them to the e.r. Where the ER meter result was 367 mg/dl. They were given an insulin shot and was admitted to the hosp for two days for tests. The ER meter result was 367 mg/dl, indicating hyperglycemia, which could be a consequence of misinterpretation of the readings that were in mmol/l as in mg/dl. Therefore, this case is reported as an adverse event. A replacement meter was sent to the pt.